Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment investigation summary: stent graft delivery system returned for evaluation. Based on evaluation of the sample it is confirmed that the stent graft could only be deployed for 1mm. The condition of the delivery system indicated that increased friction forces occurred during the attempt to deploy the stent graft, as the outer sheath was found elongated. No indication could be found that a manufacturing related issue caused or contributed to the reported failure to deploy the stent graft. Based on the evaluation of the sample the reported failure to deploy the stent graft is confirmed. Based on the information available a definite root cause for the device problem experienced by the customer could not be determined. Labeling review: while reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks as well as potential contributing factors. Regarding preparation of the device the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." In addition the instructions for use states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: d4 (expiry date: 05/2021), g3 h11: h6 (results and conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the stent placement procedure, the device allegedly failed to deploy. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. (Expiry date: 05/2021).

Event description:
It was reported that during the stent placement procedure, the device allegedly failed to deploy. The procedure was completed using another device. There was no patient injury.